Event description:
94 year old white female with terminal disease who had the subject feeding tube placed. Inadvertently it was passed through the bronchus, lung and into the pleural space. The post procedure x-ray was interpreted as normal and feeding was introduced into the plueral space necessitating a thoractomy drainage. The tube easily perforates structure. Patient has a known medical history of swallowing problemsdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed just prior to use, device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, invalid data. The device was destroyed/disposed of.